Event description:
It was reported that during an intracapsular tonsillectomy, the cord of the procise coblator wand turned very warm as soon as the case began. Surgeon was unable to continue with the wand despite trying to increase the saline flow. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection observed the returned device shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode has been heavily used. Lots of bio debris is present on one side. The metal tube shows signs of touching another metal object. The wand is bent. The device was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. The cord of the wand was not observed to become warm and the device did not overheat. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an intracapsular tonsillectomy, the cord of the procise wand turned very warm as soon as the case began. Surgeon was unable to continue with the wand despite trying to increase the saline flow. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: b5 & h6 (impact code).